Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Additional product codes: dro.zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "system fault 37", "paddle fault", "pacer fault 115", "system fault 36", "defib disabled", and "pacer disabled" messages.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.